Event description:
It was reported that stent damage occurred. A 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The device was pulled and the proximal edge of the stent was lifted. The device was replaced and the procedure was completed with another of same device without problem. No patient complications nor injuries were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).